Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "tyvex did not clearly come off". Laboratory analysis summary: device photograph(s) for the device related to the reported event of tyvek or thermoform sticking was requested on may 13, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: tyvek or thermoform sticking: observed, delamination on the outer thermoform lid. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "tyvex did not clearly come off". This is for the right side. Device remains implanted.